Event description:
This device was returned with partial oos documentation from a funeral home. The following physician's office has not seen this patient since he went into a nursing home. There are no complaints associated with this device. Based on the analysis, it was decided this is a reportable event.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for approximately 15 month and 251 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the available iegm's showed that the large amount of 226 charging cycles was caused exclusively due to the detection of cardiac signals. Furthermore, the inspection revealed that the following charging cycles resulted from the detection of noise after the device was supposed to be explanted. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted after 0.4 seconds, indicating a depleted battery. The ICD was implanted for 15 months; 251 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery depletion was found to be anticipated. In summary, the battery status was anticipated. The analysis revealed no indication of a material or manufacturing problem.